Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no speaker sound at start up test, and speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
D4 unique device identifier (UDI) was corrected. H4: device manufacture date was corrected.